Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no non-conformities were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient acquired an infection at the pocket site. The healthcare provider noted that the cause of the infection was likely due to impaired wound healing. The device was removed and there have been no reports of further complications regarding this event.